Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded two pacemaker mediated tachycardia (pmt) episodes and one ventricular episode where an appropriate shock induced atrial fibrillation (af). Technical services (ts) provided a review of the reports, discussed that the af was later successfully converted and that the pmt episodes ended appropriately with algorithm. This crtd remains in service. No additional adverse patient effects were reported.